Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulators (ins) for post lumbar laminectomy syndrome. It was reported that the ins hasn't worked in ¿many years¿ and therefore she hasn't used it. She stated, ¿they reset it¿it was a mess.¿ the patient¿s healthcare provider (hcp) wants to do an MRI of the patient¿s lower back and has had a conversation about getting the ins explanted. There was a loss of therapeutic effect.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get device registration information. They planned to replace the ins with a competitor's scs device. The caller indicated that they did not know the reason for the ins replacement. The caller then stated that the md said "battery bad" and the patient did not like tonic stimulation. Troubleshooting was not required. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.